Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. Based on all available information, the reported single leaflet device attachment (slda) appear to be due to be due to challenging patient anatomy. The reported additional treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and placed in position. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization. Two clips implanted, reducing mr to 1-2. No additional information was provided.